Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The customer installed the replacement part and observed the air flow displayed on the pneumatics screen was oot (out of tolerance). The customer was provided with part number. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the flow sensor was defect on arrival. There was no patient involvement.